Event description:
A written report was received in 2005 that a peritoneal dialysis patient reported a loose connection on the peritoneal lines. Also, the patient reported leaking at that connection. The patient was placed on oral antibiotics as a prophylactic measure as the result of this event. The patient has not reported or exhibited any signs or symptoms of infection related to this incident. The patient continues peritoneal dialysis without any ill effect related to this event. A sample is available.